Event description:
It was reported that the procedure was to treat a lower extremity artery. A 2.0 x 200 mm armada 14 balloon catheter was advanced to the lesion and during inflation a radial balloon rupture occurred. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of relevant tests/lab data has been estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis, which didn't identify a balloon rupture. A leak at the hub was identified when the device was pressurized to 2 atms. The loss of pressure may have been mistaken for a balloon rupture by the user. A review of the lot history record was conducted and found no other events for leaks from this lot. A review of the complaint handling database was performed and identified no complaint for leaks or rupture from this lot. A product issue was identified that appeared to be related to inadvertent pull force applied to the outer member, partially displacing the connection. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.